Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05973. It was reported that there was noise on the patient's atrial lead that was reproducible with isometrics. The lead was capped and replaced, and pacemaker were explanted and replaced. There were no patient consequences reported.

Manufacturer narrative:
Please retract this report (manufacturer reference number: 2017865-2020-05976). Device was explanted due to regular battery depletion, with no allegations of malfunction.